Event description:
Caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to complete a pump reset, after which the cgm error code did not reappear.